Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet rec'd it. If the meter is returned, lifescan will evaluate it, and if either the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/pt contacted lifescan (lfs) in 2008 and alleged that his one touch ping meter was displaying the error 1 message. The medical affairs specialist was unable to reach the pt after several attempts via phone. A letter was sent to the address provided. The pt reported that on the day before at 6:00 pm after his dinner, he needed to enter his food info in the meter. He accessed the food screen, but the meter beeped and displayed the error 1 message. He did not attempt to test on the meter or his backup meter. He also reported that he experienced "high blood glucose" symptoms (did not provide any specific symptoms) after the issue began. It is not known exactly when the symptoms began. The next morning (day of call to lfs), he tested on his backup meter and obtained a result of 268 mg/dl. However, he reportedly took no diabetes treatment actions following the issue and did not receive/require any medical treatment or intervention. At the time of troubleshooting, it was verified that this was not a new product. The pt was unable/unwilling to answer if the issue was resolved. This complaint is being reported because the pt claimed that he experienced "high blood glucose symptoms" after the reported issue began. The alleged issue was not resolved with troubleshooting. The pt did not receive any medical attn. Replacement prods were sent to the lay user/pt.